Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp). It was reported that the cause of the battery not charging and implant being "hooked up wrong" was due to the battery facing the wrong direction. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins only lasted 3 years (and was supposed to last longer) but was removed because the battery wasn't charging. Their healthcare provider told them that their implant had been "hooked up wrong". The issue of the first implant being hooked up wrong was resolved during the surgery. It was noted that their first implant was part of a study. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the device was hooked up wrong in their first surgery; after the third year the device wouldn't charge. The patient noted that they weighed (B)(6) pounds (while their healthcare provider reported they weighed (B)(6) pounds). No further complications reported.